Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "over infusion" was not reproduced. The device was able to power on, load a set, and run an infusion without discrepancies. Flow rate accuracy testing was performed and the device delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full release testing will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during testing in the biomed service department. There was no patient involvement. No additional information is available.